Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system is not providing effective pain relief. Reportedly, programming was attempted to no avail. Surgical intervention may be undertaken as the next course of action.

Event description:
Follow up revealed the lead revision was for the patient's other scs system for drg therapy. There is no issue with the scs device.